Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(6) 2014 and mesh was implanted. When opening the device, a hole was found in the tyvek package in the left middle of the front side. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. No conclusion can be drawn at this time. The cause for the holes could not be verified. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.